Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, r-wave amp variation, far p oversensing and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil over torqued in the connector region consistent with the procedural damage. The cause of the reported event of a helix mechanism issue was isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue. The reported events of failure to capture, r-wave amp variation, far p oversensing were not confirmed.

Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right ventricular (rv) lead was dislodged. This was confirmed via a chest x-ray. The rv lead dislodgement led to r-wave amplitude variation, failure to capture, and over-sensing far p-waves. The patient was asymptomatic. The physician tried repositioning the rv lead, but the helix failed to extend. The rv lead was explanted and replace. The patient was stable throughout the procedure.